Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 28. Details of surgery: ridge augmentation. On (b)(60 2024, loss of osseointegration was verified. Patient presented with fair oral hygiene and previous bone augmentation. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.